Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the returned v60 blower assembly was tested and no failures were identified.

Manufacturer narrative:
Patient information and event date were requested from the customer, but no response was received.

Event description:
The customer reported that the ventilator shut down while in use on patient with blower error. The customer reported that the unit was in use on patient, but there was no patient harm reported.